Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03496. It was reported implant recapture difficulty and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were used. The anatomy of the laa consisted of an anterior and a posterior lobe. The physician decided to position the was in the anterior lobe. As the physician advanced the wds through the was, tension was felt and the system slid into the lower lobe. The physician then decided to deploy the closure device into the lower lobe. The closure device was deployed in what they thought was the lower lobe, but contrast was injected and it was noticed that the closure device was in a small lobe between the upper and lower lobe. The closure device was very compressed and positioned deep in the lobe. A partial recapture was attempted; however, this was unsuccessful. He repeated the movement many times, but could not get the closure device into the sheath. A transesophageal echocardiogram and fluoroscopy revealed a pericardial effusion (pe) with tamponade. The patient had symptoms of low blood pressure and bradycardia. A pericardial puncture and drainage were performed. Thousand milliliters (1000 ml) of blood were aspirated and protamine was infused into the patient. As the patient became hemodynamically stable the closure device "unfolded" during the treatment of the pe, the sheath and the device were in right atrium. They continued with the procedure and implanted the closure device. The patient was transferred to the intensive care unit and was in stable condition.

Manufacturer narrative:
Updated: catalog/model #, device lot number, device expiration date, device manufactured date upn- search updated from unk728 - watchman access system - cmc - (B)(4). (Intervent cardio) - 60000 to m635ts20060 - fg watchman access sys double curve,ous - ts-2006 upn updated from unk728 to m635ts20060 - fg watchman access sys double curve,ous - ts-2006. PMA# or 510k# updated from m110009 to p130013. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03496. It was reported implant recapture difficulty and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were used. The anatomy of the laa consisted of an anterior and a posterior lobe. The physician decided to position the was in the anterior lobe. As the physician advanced the wds through the was, tension was felt and the system slid into the lower lobe. The physician then decided to deploy the closure device into the lower lobe. The closure device was deployed in what they thought was the lower lobe, but contrast was injected and it was noticed that the closure device was in a small lobe between the upper and lower lobe. The closure device was very compressed and positioned deep in the lobe. A partial recapture was attempted; however, this was unsuccessful. He repeated the movement many times, but could not get the closure device into the sheath. A transesophageal echocardiogram and fluoroscopy revealed a pericardial effusion (pe) with tamponade. The patient had symptoms of low blood pressure and bradycardia. A pericardial puncture and drainage were performed. 1000 ml of blood were aspirated and protamine was infused into the patient. As the patient became hemodynamically stable the closure device "unfolded" during the treatment of the pe, the sheath and the device were in right atrium. They continued with the procedure and implanted the closure device. The patient was transferred to the intensive care unit and was in stable condition.